Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Investigation of returned pods alters the device which may affect subsequent evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported by the patient¿s legal guardian that the patient developed an infection at the pod site (leg) while wearing the pod between 25 and 36 hours. The pod was removed due to an adjacent site infection originating from the previous pod (case recorded under (B)(4)). It was reported that the infusion site had a painful red lump. The legal guardian stated that the pharmacist was contacted regarding the infection, and subsequently the physician. The physician prescribed antibiotics to treat the infection.